Manufacturer narrative:
The neuroblate system instructions for use, revision b (current) contains laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" "to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." "A non-existent or weak visible laser aiming beam may be an indication of an improperly connected laser fiber. If this condition occurs, do not continue as it may result in equipment damage or injury to patient" no harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Event description:
It was reported that the laser fiber pilot light was low prior to the start of the ablation procedure. No visible breaks or structural damage to the fiber were noticed at the time of the event. Additionally, no visual leakage of pilot light onto umbilical was observed at the time of the event.